Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that all three buttons on the bottom of the insulin pump were not working. Blood glucose level was 235 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.